Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: sigmoidectomy. According to the reporter: anvil was disengaged in the cavity before firing. It was connected and firing was done, but it was disengaged again. Additional resection of the tissue and another device was used to complete the case. No additional bleeding. Operating room time was not extended more than 30 minutes.